Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. One unused product from an unk lot number was returned for eval. Our laboratory eval of the unused product could not confirm the report as it was described. The outer diameter of the feeding tube and inner diameter of the bolster were measured and found to be within the appropriate manufacturing specifications. Lubrication was applied to the feeding tube and the bolster was placed over the feeding tube. A twist tie (included with all flow 20 percutaneous endoscopic gastrostomy sets) was secured around the bolster. The bolster did not move freely. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed during eval of the unused product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: potential complications associated with placement and use of a percutaneous endoscopic gastrostomy tube are listed in the instructions for use for this product. The potential complications associated with placement of a gastrostomy tube include but are not limited to: peritonitis, tube dislodgement or migration. The info related to movement of the external bolster was reviewed with clinical personnel. Movement of the bolster on the feeding tube, as described by the physician is not likely to have caused or contributed to leakage/infection. If the external bolster is not secure, it is likely that the internal bolster and tube would move towards the pylorus (further inside the stomach) instead of into the peritoneum (towards the external abdominal wall). The instructions for use for this product instruct the user to slide the bolster over the feeding tube. The instructions for use warn the user that the bolster should rest gently on the skin surface. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd) with peg tube placement through the gastric wall, the physician placed a cook flow 20 percutaneous endoscopic gastrostomy set - pull. Post placement, the pt experienced a complication related to leakage of gastric contents and infection, resulting in peritonitis. The physician alleged this complication is due to the external bolster sliding up on the peg tube. Laparotomy was performed in response to this occurrence.